Manufacturer narrative:
Zimmerbiomet complaint number cmp - (B)(4). Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that the implant was removed due to fracture of the implant in the mesial plateform area. The area was bone grafted for future replacement).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned implant identified fracture at the collar. The reported device had been placed on tooth #13 for approximately 11 years. No pre-existing conditions were noted on the product experience report (per). Complainant reported that the implant was removed due to fracture of the implant. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. The following sections have been updated: d4: expiration date, UDI d4: unique identifier (UDI) number not applicable h3: device evaluated by manufacturer h6: evaluation codes h10: additional narrative.

Event description:
No further event information is available at the time of this report.